Event description:
The customer reported to customer service that her baby was diagnosed with thrush that the customer believes could have been caused by mold buildup, due to improper cleaning, on the accessories of her pump in style breast pump.

Manufacturer narrative:
The customer's baby was diagnosed with thrush. Thrush is currently being investigated (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.